Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in clinic follow up with the right ventricular lead exhibiting over-sensing, and loss of capture. The patient was scheduled for lead revision and chest x-rays revealed clavicular crush. The lead was capped and replaced on (B)(6) 2021. The were no adverse patient consequences.